Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in h6: previously applied code fdc d20 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned total thyroidectomy with laryngeal nerve monitoring the patient was intubated with an emg endotracheal tube. After the patient was placed in the operative position, there was a presence of high electrical impedances and the absence of feedback from the laryngeal percussion stimulation. Reintubation was performed with a new tube from the same batch. The new tube registered satisfactory electrical impedances. However, during the procedure there was no stimulation feedback by testing the two vagus nerves (on the dissected side for the first left side of the thyroidectomy) as well as on the second right side not yet dissected. The surgery was stopped without performing a thyroidectomy because it was impossible to confirm the proper functioning of the left recurrent nerve. Recurrent paralysis was confirmed postoperatively after vigilance fibroscopy on day 1 in hospitalization. Additional information received stated that the first emg tube would not pass the electrode check screen due to high impedance and there was no feedback, even when tapping on nerve. A stimulus probe was also used when checking and stimulating the nerves. The stimulus and threshold on the nim was set to 1.0. Troubleshooting was performed on the system when the issue occurred by checking the electrodes panel. The nerve injury began to heal and its unilateral.